Event description:
Reporter indicated she had a "big seizure" that her vns magnet was not able to abort. The reporter does not have a treating neurologist. Manufacturer follow-up with the patient's vns surgeon revealed, the vns was performing as intended as evidenced by diagnostic tests.